Event description:
Customer reports the multiclix lancet will not retract. No accidental needle stick occurred. Customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return of suspect device and replacement was sent.